Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding ankylosis and pain involving a triathlon tibial insert was reported. The event was confirmed. -device evaluation and results: based on photographs provided, the bearing surface shows some light scratches and minor pitting consistent with clinical use. The underside shows damage consistent with explantation damage. Medical records received and evaluation: the stiffness problem after knee arthroplasty has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion and scar tissue formation. This problem is procedure-related and has no specific device related aspects. As such, this pi case is not device-related. Device history review: there have been no relevant reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the medical review indicated that the reported ankylosis and pain was caused by an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion and scar tissue formation. This problem is procedure-related and has no specific device related aspects. As such, this pi case is not device-related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a right knee due to pain and ankylosis.

Manufacturer narrative:
A triathlon cr fem comp #4 r-cem, cat # 5510-f-402, lot: s3h6f was also reported in this event. Based on the limited information provided, it cannot be determined if either of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised on a right knee due to pain and ankylosis.